Manufacturer narrative:
Investigation into this complaint included a customer data review, quality data review, and a complaint history review. The results of the investigation are summarized as follows: retain evaluation: alinity m resp-4-plex (list 09n79-096) lot 382958 retain sample was tested by the complaint support team. Lot 382958 met all validity and acceptance criteria with no error codes. All curves did not cross the threshold and were interpreted as negative. The validity rate for the specimen samples was calculated at 100% which meets the specimen validity criteria of 100% for the rsv, flu a, flu b, and sars-cov-2 target outlined in the package insert (53-608211/r6) for list 09n79-096. The upper bound of the calculated 95% ci was greater than the lower bound of the 95% ci established during validation for the rsv, flu a, flu b, and sars-cov-2 target. As a result, a product deficiency was not identified by this evaluation. Customer data review: review of the customer data was performed. The review of the customer data demonstrated that the assay software and the alinity m resp-4-plex amp kit (list 09n79-096) lot# 382958 is performing as expected. The run which involved the discrepant result was valid and met assay specification requirements. The discrepant result produced a valid result, and the amplification curve did not appear abnormal. A product deficiency was not identified by this evaluation. Quality data review: device history record / batch record review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-096) lot# 382958 (including the components) did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-096) lot# 382958 and its components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-096) lot# 382958 or its components. Complaint history review: a complaint history review was performed to identify any complaints related to the reported issue for the aalinity m resp-4-plex amp kit (list 09n79-096) lot# 382958. A product deficiency was not identified by this review. Based on the investigation elements, a product deficiency could not be identified by this review.

Manufacturer narrative:
An investigation will be conducted; a follow up will be submitted once the investigtion is complete.

Event description:
The customer identified falsely positive alinity m resp-4-plex results for nine patients with the rsv target. The following was provided: run date (B)(6) 2022, sid (B)(6) initial result positive (cn 37.18), repeated negative ~24 hours later. Run date(B)(6) 2022, sid (B)(6) initial result positive (40.05), repeated negative ~24 hours later. Run date (B)(6) 2022, sid (B)(6) initial result positive (36.10), repeated negative ~24 hours later. Run date (B)(6) 2022, sid (B)(6) initial result positive (38.80), repeated negative same day run date (B)(6) 2022, sid (B)(6) initial result positive (38.72), repeated negative >24 hours later. Run date (B)(6) 2022, sid (B)(6) initial result positive (38.00), repeated negative >24 hours later. Run date (B)(6) 2022, sid (B)(6) initial result positive (38.20), repeated negative >24 hours later. Run date (B)(6) 2022, sid (B)(6) initial result positive (38.59), repeated negative >24 hours later. Run date (B)(6) 2022, sid (B)(6) initial result positive (36.06), repeated negative >24 hours later. The results were reported out and no patient result has been questioned either by a patient themselves or by physician(s). There has been no report of impact to patient management. As the samples were run on different run dates, the following reports will be sent for this event with the following date of event: 3005248192-2023-00083 date of event (B)(6) 2022, 3005248192-2023-00084 date of event (B)(6) 2022, 3005248192-2023-00085 date of event (B)(6) 2022, 3005248192-2023-00087 date of event (B)(6) 2022, 3005248192-2023-00088 date of event (B)(6) 2022.